Manufacturer narrative:
Evaluation: the customer returned most of the distal portion of the suspect device measuring approx 2.4cm in length. A visual exam detected a kink to be present at approx 6mm, measuring from the distal weld connection. In addition, coil elongation was present, measuring approx 3mm in length. The noted characteristics may suggest that the device met with resistance beyond its design during use and/or withdrawal. Nevertheless, the appropriate individual has been notified. The device is inspected 100% for bends, kinks, adequate joint strength, verifying the overall length is correct and other surface imperfections prior to transport.

Event description:
During an internal jugular approach to place a critical care line in 2007, the wire kinked excessively and broke off. The physician attempted to retract the wire once it kinked but the distal tip broke off and embedded into the interstitial tissue. The physician was able to snare the piece with a goose neck snare through the proximal access site. The patient outcome was fine.